Event description:
(B)(6) 2015: additional information was received from a consumer and a healthcare provider (hcp) via a company representative. Regarding what led up to the pump flipping there was no change in activity level. The patient went in for a pump fill and the pump had flipped and at the next visit the pump had flipped again. The physician contacted the representative and it was suggested to try manually flip the pump back and if that did not work then surgery was needed. The patient contacted a neuro surgeon and on (B)(6) 2015 surgery was performed. The pump was not flipped at the time of surgery. The physician sutured the pump into the pump pocket to decrease the chance of the pump flipping again. The issue had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a consumer, healthcare provider (hcp), and company representative in regard to a patient receiving bupivacaine 15 mg/ml at 2.501 mg/day, and morphine 15 mg/ml at 2.501 mg/day. The pump indication for use (IFU) was listed as spinal pain. It was reported that the patient's pump flipped twice in (B)(6) 2014 and in (B)(6) 2014. On (B)(6) 2015 when the patient went in for a refill the hcp was feeling the pump and reported that it was put in backwards. It was noted that the hcp told the patient they did not remember putting the pump in and he wasn't himself. The patient was very upset and scared. The patient wanted to find a new hcp. The hcp told the patient that normally the point is towards the spine and the round part is towards the side, but the patient's point is towards her side and the round part is towards the spine. No patient symptoms were reported. The hcp reported that the patient needed the pocket to be revised because the pump flipped over. It was unknown what caused the flipped pump. The patient was scheduled for a surgery on (B)(6) 2015 to have the pump revised. The patient's status at the time of report was alive - no injury. No outcome or cause was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.